Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (3500 mcg at 1689.5 mcg), morphine (25 mg at 12.068 mg) and compounded baclofen (25 mg at 12.068 mg) via an implantable infusion pump. It was reported that the patient was constantly experiencing refill discrepancies. It was noted that once the discrepancy reached 6cc's the hcp decided to explant the device. A dye study and rotor study were performed. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved the patient was noted to be alive with no injury. The explanted device would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis found that the device failed dispense testing and was above specification. Product analysis # (B)(4), analysis information -- 06/03/2019 13:50:45 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during ______ of _______ tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that 6.5 ml of medication was removed during the refill and the expected amount was 3.7 ml. No further complications have been reported.